Event description:
Safety stop called in ICU c as alaris pumps have frequently been failing or malfunctioning. Two different pumps failed prior to calling safety stop. Then additional 3 pumps were tried and again failed for total of 5 malfunctioning pumps. The pumps will either not turn on and sense that channels are connected, work normally for setup then suddenly stop saying communication error, if moved or even touched will turn off and not turn back on. This interferes with workflow, with safety of the patient as sometimes these pumps are infusing lifesaving/supporting medications.